Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. The patient fell off her bike and later suffered left breast prosthesis rupture. The rupture was diagnosed via a physical consultation. As a result, the patient underwent explantation on (B)(6) 2021. In 2012, it was reported that the patient was unhappy with the results of her breast surgery. A surgeon removed her implants, repositioned them, and re-implanted the same devices. Refer to manufacturer report numbers 1645337-2021-02649 & 1645337-2021-02650 for reporting on this event for the same patient.